Event description:
It was reported that the patient experienced a cerebrospinal fluid (csf) leak around the spinal catheter as well as symptom of headache. It was unknown if any diagnostic testing or troubleshooting was performed. The cause of the issue was unknown. On 2015 (B)(6) the catheter was revised. The spinal portion of the catheter was removed and replaced and the pump segment was kept in place. The removed portion of the catheter was discarded by the customer. The device issue was resolved. Patient status at the time of the report was alive with no injury. The device system delivered baclofen. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8781, serial# (B)(4), implanted: 2014 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a company representative (rep) indicated the patient was receiving gablofen 2000 mcg/ml (dose 700 mcg/ml). It was initially reported the patient was receiving an unknown type of baclofen. It was unknown when the patient first started receiving gablofen. Other medications the patient was taking at the time of the event were unable to be obtained, and the patient's medical history included spinal cord injury.